Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the connector unit pins damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system center experienced a power issue, no video and the scope connector middle pins were bent. The issue was found during procedure. There were no reports of patient harm.

Manufacturer narrative:
No customer follow-up is needed since the likelihood of obtaining additional information from the customer associated with the reported event/aged complaint is remote. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the bent middle scope connector pins could not be identified. Olympus will continue to monitor field performance for this device.